Manufacturer narrative:
Device powered up properly after the test battery was installed. No blank display noted during testing. Device received with complete broken reservoir tube lip. Unable to perform displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery tests or verify no delivery alarm due to complete broken reservoir tube lip. Device had minor scratched lcd window, cracked battery tube threads, missing o-ring reservoir tube, stained address or serial number label and stained end cap sticker. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level up to 500 mg/dl. The customer¿s current high blood glucose 505 mg/dl. The customer had treated with manual injections. The product was returned for analysis.